Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the generator had no output power. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported serial number could not be matched to the reported device. Therefore, the device MFR date is unk at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).